Event description:
It was reported that a spectrum pump over-infused the medication vasopressin during therapy in the intensive care unit. The volume set to deliver was 40 ml while an actual 50 ml was delivered (delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.